Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that during surgery, the zimmer air dermatome ii handpiece was received at the manufacturer with a tag that said "took full thickness vs split". Per the medwatch report, the dermatome was not assembled correctly by the circulating nurse, and as a result, a full thickness graft was taken instead of a split thickness graft. The surgeon was able to suture the graft back into place. It was the third dermatome injury like this that the facility had experienced. It was difficult to tell whether the blade was seated correctly, as there were no visual cues, and the instrument could not be tested before use. The original intended procedure was a split thickness skin graft.

Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR 1526350-2015-00170 ¿ 1. Device was manufactured on 4/13/2013 and has no repair history at zimmer surgical. Evaluation revealed the device operated within motor speed specifications and the control bar was flush with the dermatome ii master blade. There was bubbling to the head. The device was deemed non-repairable; the head of the handpiece displayed bubbling/blistering of the surface coating and are non-replaceable components. The customer's reported event was not confirmed during testing and a cause cannot be determined.